Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient become increasingly anxious and had difficulty sleeping due to the device alarming. The patient come to the emergency room as a result and it was determined that a lead integrity alert (lia) triggered due to non-sustained high rate episodes and high sensing integrity counter (sic) on the right ventricular (rv) lead. The episodes were reviewed by the physician and it was determined that the non-sustained high rate episodes were in fact real and the patient¿s own fast rhythm. The patient was monitored weekly with remote monitoring for a month and later seen at a routine follow up. The sic counter was at zero and the physician felt the device and leads were working great. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.